Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they met with the healthcare provider (hcp) in (B)(6) 2015 and were told the implantable neurostimulator (ins) needed to be replaced soon. The notice from the hcp in (B)(6) 2015 mentioned it was due to normal depletion. However, the consumer noted that they were told the ins would last five years, but it only lasted three. The ins completely depleted on (B)(6) 2016 and the patient was in the emergency room (ER) because he could not walk or urinate and his tremors returned. He was later admitted for failure to thrive. The hcp reported that a battery replacement was arranged. The patient's indications for use were parkinson's dual and movement disorders. The consumer also mentioned that the patient had complications from back surgery, but the hcp noted it was not device or therapy related. It was unknown if the patient's inability to urinate was really related to the device or therapy, so additional information was requested. If additional information is received a supplemental report will be sent.